Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a pixie oxygenator, with the aorta already unclamped and in the process of being weaned off the pump, when the patient began to desaturate and the arterial tubing appeared very dark. The box of supplies was completely sealed, and upon physical inspection before purging, no abnormalities were observed. Suddenly, the blood began to appear black, including the oxygenator and tubing. An attempt was made to change the oxygen source and remove any filters that might be impeding the patient's oxygen supply, but the patient still showed no improvement. Considering that the act was always greater than 999 seconds, the temperature was 35°c, the po2 was always greater than 300 on arterial blood gases, and there had been no significant changes so far. It was necessary to abruptly remove the patient from the pump to change the oxygenator. This was done for the shortest possible time. Once the oxygenator was changed, extracorporeal circulation was restarted, observing a notable improvement in the patient's saturation a nd in the color of the arterial tubing. Patient had severe desaturation with arterial blood gas compromise. In addition to this, a visual inspection revealed a spider crawling inside the oxygenator. Medtronic received additional information that the patient left the operating room connected to ECMO (extracorporeal membrane oxygenation) and they later passed away. Medtronic received additional information that the patient was in regular condition from the moment they entered the procedure. It was an emergency surgical re-intervention. The main cause of the patient's death was not the failure of the oxygenator; however, it did contribute as the patient did not have adequate oxygenation for a period of time. Medtronic received additional information that the cause of death was due to the patient's underlying coronary pathology.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no evidence of any spiders inside the device as provided by the customer in a video. There was evidence of blood residue throughout the fiber bundle. Pressure integrity testing showed no internal or external leaks when run at 1 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (2 l/min blood & gas flows) and the results are as reported below, 31.72 ml/min o2 xferc, 16.74 ml/min co2 xferc, 143 mm/hg delta pblood the reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no poor performance of the oxygenator evident, nor was the pressure gradient or its efficiency altered. The circuit presented with no issues. Additionally, the oxygen source was checked during the surgery and was also observed to be working without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.